Event description:
Hcp reported onset of infection was march 2004. Pt presented with incisional wound opening. Cultures were obtained from the device pocket and the type of organism found was staphyllococcus aureus. The pt was treated with both IV and oral antibiotics, and the total device system was explanted. Hcp reported the infection resolved. The devices were explanted but not returned to the manufacturer for analysis.